Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition. Due to only received a photograph for analysis and not the actual sample, there was not enough information for the complaint to neither refute nor confirm the reported problem. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector separated from the patient line tubing of an amia automated pd cycler set which resulted in a leak. This issue was further described as, ¿a small hole on the patient line. Patient believed the hole could have been created when the lines were separated and pulled away from each other, there was a leak¿. The leak occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.